Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the zimmer dermatome was malfunctioning - two separate machines were opened and both were malfunctioning. This was not apparent at first - but when the first machine was used to harvest skin, it was clear that it was not smoothly taking skin, and in fact, it made a full thickness injury to the skin with a laceration all the way through dermis at the start of the graft harvest. Therefore skin graft harvest was immediately abandoned. As such, the wound was covered with btm cut to size and sewn in place with 4-0 monocryl. An additional surgery was required but was not completed at this institution. There was patient injury, and an unknown delay. The taken graft was damaged and became unusable. After the second machine sounded like the first the additional graft element was abandoned entirely. Due diligence is completed and there is no additional information available.